Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information were not provided. The reported patient effect of death is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, and due to the limited information available (no specific information regarding the individual patients), a cause for the death cannot be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The other patient effects referenced are filed under a separate MFR number. Attached literature title : survival after mitraclip treatment compared to surgical and conservative treatment for high-surgical-risk patients with mitral regurgitation. (B)(4).

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, myocardial infarction, renal failure, atrial fibrillation and medical intervention. Details are listed in the attached article, titled ¿survival after mitraclip treatment compared to surgical and conservative treatment for high-surgical-risk patients with mitral regurgitation."

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. ¿survival after mitraclip treatment compared to surgical and conservative treatment for high-surgical-risk patients with mitral regurgitation.